Event description:
A 3.0 mm diameter x 15 mm length endeavor mx2 drug-eluting coronary stent delivery system was inserted into a patient for the treatment of proximal left circumflex lesion with in-stent restenosis in the proximal left circumflex. The vessel morphology was reported to be 80% stenosis. It was reported that the physician inserted the sds and upon advancing the catheter past the left main artery, the stent came off of the balloon onto the guidewire. A short balloon was advanced past the stent and inflated distally and retracted. However, the stent remained in the left main artery undeployed. A moderate size balloon was then advanced and inflated within the stent allowing for appropriate deployment and inflation of the stent at the lesion site. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Results: patient's condition affected effectiveness of device (80% stenosis). Inherent risk of procedure (embolism-device). Conclusions: device failure/lack of effectiveness related to patient condition (80% stenosis). Device discarded (delivery system). Other, secondary intervention.